Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709, lot # l58362, implanted: (B)(6) 1999, explanted: unk.

Event description:
The patient reported that with her pump 15 years ago she didn't feel right and md office said she had flu and her pump wasn't working. At that time patient said she "was a basket case and suicidal." The patient was currently doing fine. The pump was delivering fentanyl, hydromorphone and baclofen. Additional information has been requested but was not available at the time of this report.